Event description:
Patient revised to address pain.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the information provided, as the part and lot numbers required to review the device history records were not provided. Provided information states the patient has a history of breast and bone cancer. The investigation could not draw any conclusions about the reported event. Based on the instigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.